Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had leakage. The following information was provided by the initial reporter: during the injection of medication, the product leaked at the luer lock. The extension was cut and a new catheter was inserted. Additional information received from the customer: could you confirm how the defect was identified? The defect was identified when sodium chloride was injected into the patient, at which point the department became aware of the leak. Could you confirm when the defect was identified, during priming or during infusion? If it occurred during infusion, at what point? During infusion, at the time of injection. Could you confirm whether there is any visible damage to the device, such as cracks, chips or deformation of the piston? Upon receipt of the device, we noticed that the luer lock was ¿misaligned¿. Could you confirm what substance was being infused at the time of the incident? I believe it was sodium chloride. Did the patient suffer any harm? The patient had to be reinfused. Was the user present and able to intervene at the time of the incident? The user was present and intervened directly. Was there an external leak? Yes, at the luer lock. Was there any under-infusion? I don't think so.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz5303 sample was received for investigation in opened packaging from lot 24059476. The male luer was severed from the received set and not returned; some residual fluid was present in the set. The customer reported that "during the injection of a medication, the product leaked from the luer lock". As part of the investigation, the customer provided a photograph and video of the affected sample. Analysis of the video confirmed the customer's experience as leakage could be seen at the maxzero tubing joint. Additional information provided by the customer also noted that the maxzero was "misaligned" on the tubing, and that leakage occurred at the beginning of infusion. Visual inspection of the returned sample confirmed the customer's description of the maxzero being misaligned with the rest of the extension set. Furthermore when subjected to leakage testing, leakage was confirmed at the maxzero joint to the female luer. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the leakage is likely to have been caused by the maxzero not being correctly screwed onto the female luer of the affected joint during manufacture. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 24059476 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however the quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.